Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w 4.11e, retainer ring = black. Unit passed the displacement test. Active current measurement within specifications. No unexpected blank display anomaly noted. However, unit received with high sleep current measurement due to corroded battery tube. Unit received with damage keypad overlay texture.

Event description:
Medtronic received information that blank display occurred. There was no adverse impact or consequence reported as a result of this event.